Manufacturer narrative:
An event of device embolization was reported. The device was returned to abbott for investigation and was found to meet dimensional specification. One stabilizing wire was found to be damaged, which is likely related to damage during retrieval attempts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device embolization could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as an attempt to snare the device was performed and subsequently the device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
On (B)(6) 2025, a 22mm amulet occluder was selected for implant using a 14f amplatzer torqvue 45x45 sheath. Landing zone measurements were performed using ice and were: 16mm from supra-mitral position, 14mm from la home view, and 16mm from lspv view. During the procedure, the physician performed two tug tests and felt comfortable with orientation and compression and the device was released. The close cretiera were noted to have been met. Upon release, the device didn't shift, but when the patient was x-rayed before they came off the table, the device compression had changed and the device had shifted. Tee was used to determine the position of the device and the position looked too proximal and unstable. It was decided to percutaneously retrieve the 22mm amulet and attempt implanting another using tee guidance. While trying to retrieve the device, the physician put the wire into device and destabilized device, causing it to embolize completely into the la. A pigtail was used to protect the mitral valve and keep device in la. Retrieval of embolized device was attempted but was complicated and the device got lodged in intra-atrial septum. The physicians decided to perform surgical extraction of device. Surgical removal of amulet device and ligation of appendage was success. The patient is stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a 22mm amulet occluder was selected for implant using a 14f amplatzer torqvue 45x45 sheath. Landing zone measurements were performed using ice and were: 16mm from supra-mitral position, 14mm from la home view, and 16mm from lspv view. During the procedure, the physician performed two tug tests and felt comfortable with orientation and compression and the device was released. The close cretiera were noted to have been met. Upon release, the device didn't shift, but when the patient was x-rayed before they came off the table, the device compression had changed and the device had shifted. Tee was used to determine the position of the device and the position looked too proximal and unstable. It was decided to percutaneously retrieve the 22mm amulet and attempt implanting another using tee guidance. While trying to retrieve the device, the physician put the wire into device and destabilized device, causing it to embolize completely into the la. A pigtail was used to protect the mitral valve and keep device in la. Retrieval of embolized device was attempted, but was complicated and the device got lodged in intra-atrial septum. The physicians decided to perform surgical extraction of device. Surgical removal of amulet device and ligation of appendage was success. The patient is stable.